Manufacturer narrative:
Evaluation results: severely calcified left iliac artery.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The left iliac artery was severely calcified. It was reported that although the physician thought that a guidewire could be advanced on the left side, the wire kept contacting a shelf of calcium, and the device could not be advanced. Consequently, the bifurcated stent graft was successfully implanted from the right side. Rather than implanting a contralateral limb from the left side, the physician elected to convert the bifurcated stent graft to an aorto-uni-iliac (aui) by deploying 2 aortic cuffs in the flow divider, followed by performing a femoral - femoral bypass, with successful results. No additional clinical sequelae were reported, and the pt is fine.